Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging on (B)(6) 2016, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 578 mg/dl with associated symptoms of large urinary ketones, nausea, vomiting, polydipsia and extreme drowsiness. Emergency medical services was called and the patient was taken to the hospital and treated with insulin via injection and intravenous fluids. The reporter alleged the patient¿s adverse event was associated with insulin leakage from the cartridge. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy related to a leaking insulin cartridge. Product is not being returned for investigation.